Manufacturer narrative:
Physio-control further evaluated the device and observed that a resistor, designator r213 on the analog pcb assembly had arced and burned open. The analog pcb assembly was then evaluated and it was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u1 being shorted at legs 5 to 8. This allowed excessive current to flow through the resistor, designator r213 and destroy the resistor. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that during treatment of a patient, a spark occurred underneath the device that they were using. Three shocks had been administered to the patient, and while charging energy for a fourth shock, a spark occurred underneath the device. The service wrench icon appeared in the device's readiness display (and multiple event codes were logged into the device's memory) and the device user switched to a backup device to continue treatment of the patient. There was patient use associated with the reported event; the patient expired.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the service wrench icon was on and that multiple event codes had been logged into the device memory. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.